Manufacturer narrative:
The subject device was not returned to omsc but was returned to oekg for evaluation. Oekg checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the electrical circuit board which processed the image signal due to the aging deterioration of the component on the electrical circuit board because over nine years had passed from the subject device had been delivered. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.